Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the system 9900 locked up and the table would not move. There was no adverse patient involvement reported. There was no patient information reported.